Event description:
It is reported that there was a failed controlled collapse of a helix blade. The helix blade was reported to be bent. The revision surgery was scheduled for (B)(6), 2014, approximately two weeks after the original surgery and the damaged implant was successfully removed. The whole assembly consisting of a helix blade, locking compression plate and three cortex screws was replaced with new implants. The revision surgery was successfully completed. The patient status was reported as ok. No delay in the surgical time has been reported. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that there are no complaint related anomalies. The device history record shows lot 4804320 of 135 deg lcp dhhs sideplate-std barrel was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed the raw material lot 4781468 met all specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.